Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact and in good condition. There was no evidence of the reported allegation found in the event log. An inoperable/defective air detector was identified. The air detector was replaced. A root cause of the event could not be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that an "air in line" alarm occurred. No patient was involved.